Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seal was broken and the device had a broken top case and left and right cases cracked. A review of the event history log identified primary audible alarm background test error. Ehl attached to investigation for reference. An occlusion test was performed but unable to duplicate the primary audible alarm bgnd test during occlusion test. The root cause of the issue was unable to determine. The techs replaced speaker for preventive. Performed occlusion test and all functional tests which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device primary audible alarm background. No patient injury reported.